Manufacturer narrative:
An authorized field technician was dispatched to conduct a visual and functional evaluation at the customer's location. The stretcher was found to be operating as intended and the reported issue could not be duplicated.

Event description:
It was reported while unloading a patient from the ambulance the guide wheels on the stretcher came out of the track and rolled onto the top of the fastener which did not allow the second safety bail to engage with the hook and the head end of the stretcher lowered from the ambulance. The stretcher remained upright and the patient denied any injury; however, a medic did allege a hand injury in fhe form of an abrasion but no medical intervention was sought.

Event description:
It was reported while unloading a patient from the ambulance the guide wheels on the stretcher came out of the track and rolled onto the top of the fastener which did not allow the second safety bail to engage with the hook and the head end of the stretcher lowered from the ambulance. The stretcher remained upright and the patient denied any injury; however, a medic did allege a hand injury in the form of an abrasion but no medical intervention was sought.